Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood and contrast inside and outside of the device. A microscopic and tactile examination found no irregularities or defects to the distal shaft/hypotube. A microscopic examination revealed a full separation at the collar/proximal location. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. A microscopic and tactile examination found no irregularities or defects to the polytetrafluoroethylene (ptfe) coating. A microscopic inspection revealed damage to the tip. Functional testing could not be completed due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A guidezilla guide extension catheter was used to deliver the unspecified stent, when the it failed to cross the target lesion. However, resistance was encountered during the use of this device. The unspecified stent and the guidezilla were removed from the patient, and it was noted that the device was kinked at the port section. When the physician touched the device, it was detached. The procedure was completed with another of the same device and the unspecified stent was delivered successfully. No patient complications were reported and the patient's condition was good.